Manufacturer narrative:
Lot #: unknown/not provided. Device expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted, give date: not applicable, as the cartridge is not an implantable device. If explanted, give date: not applicable, as the cartridge is not an implantable device. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the 1mtec30 platinum cartridge was cracked. There is no patient contact. Through follow up, product returns lab provided additional information confirming the cartridge tip was damaged. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/22/2019. Device evaluation: the return includes packaging box of the 1pc iol (zcb00) and the lens case. The reported cartridge was received in a plastic bag. A visual inspection was performed with magnification. The cartridge tip was overserved deformed and broken. Lens stuck in cartridge was observed. No residues of viscoelastic were observed on cartridge. However, the condition of the product returned, indicated that the unit was handled and prepare for surgical used. Heavy dent/distortion, crack and stress marks were observed at the cartridge tip. The complaint issue reported as tip deformed was verified. No product quality deficiency was identified. Manufacturing records review: the manufacturing record cannot be reviewed since the lot number is unknown. Historical data analysis: the complaint history was not reviewed since the lot number is unknown. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.